Event description:
It was reported the pt experienced a change in the stimulation. X-rays revealed the leads had moved. The physician removed and replaced the leads. The pt is receiving effective stimulation coverage. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.